Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia over approximately three weeks, including a fasting rise to the mid-200s mg/dl, despite no reported changes in medications, diet, or infusion site practices; review of reports suggested correction boluses had been less aggressive than previously. Symptoms included elevated blood glucose levels. Outcomes included no alarms, no alerts, and no reported need for medical intervention or hospitalization. Investigation included customer care troubleshooting and education with escalation to a clinician for potential therapy adjustment. Investigation of this case revealed an unclear cause for the hyperglycemia, with no device alarms reported and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.